Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by alexander yaylayan , vineet madishetty , kevin schneider, mohamed tashani,and jesse klein, vein in vain: a case of deep vein thrombosis following the use of the mynx closure device (2025), a patient developed a dvt in the right lower extremity, involving the femoral and iliac veins which necessitated mechanical thrombectomy following use of an unknown mynx vascular closure device (vcd) for a catheter ablation for atrial flutter. The device had achieved successful hemostasis post procedure and the patient was discharged the following day with no complications. The patient presented to his follow up visit two weeks post procedure with sudden onset right lower extremity pain. Patient reported medication compliance and conservative measures for pain alleviation, without improvement and was subsequently found to have a dvt via ultrasound. The dvt was in the right femoral vein. Thrombectomy of the right external iliac and right common femoral vein was performed with a non cordis device and intravascular ultrasound (ivus). The procedure resulted in residual stenosis of 10-15% with normal blood flow, from initial 90% stenosis. The device will not be returned for evaluation.

Manufacturer narrative:
Health effect code of thrombosis was added.

Manufacturer narrative:
As reported in the literature article by yaylayan et al, vein in vain: a case of deep vein thrombosis following the use of the mynx closure device (2025); a patient developed a deep vein thrombosis (dvt) in the right lower extremity, involving the femoral and iliac veins which necessitated mechanical thrombectomy following use of an unknown mynx vascular closure device (vcd) for a catheter ablation for atrial flutter. The device had achieved successful hemostasis post-procedure, and the patient was discharged the following day with no complications. The patient presented to his follow up visit two weeks post-procedure with sudden onset right lower extremity pain. Patient reported medication compliance and conservative measures for pain alleviation, without improvement and was subsequently found to have a dvt via ultrasound. The dvt was in the right femoral vein. Thrombectomy of the right external iliac and right common femoral vein was performed with a non-cordis device and intravascular ultrasound (ivus). The procedure resulted in residual stenosis of 10-15% with normal blood flow, from initial 90% stenosis. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A deep vein thrombosis (dvt) is a known potential complication and is listed in the instructions for use (IFU) for all mynx devices as such. A dvt occurs when a blood clot forms in a deep vein, most commonly in the lower leg [calf] and can spread up to the veins in the thigh. A dvt is the result of three principal factors: reduced or stagnant blood flow in the deep veins (venous stasis); injury to the blood vessel wall; or an increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). The act of creating a venotomy with a catheter sheath introducer produces intended damage to the vessel wall in order to obtain access to the patient¿s vasculature for diagnostic or interventional purposes. The intended injury to the vessel wall triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the punctured vessel. Usually, anticoagulants are prescribed in order to prevent the formation of thrombosis at the puncture sites. Vessel occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Without the return of the device for analysis or procedural films, the reported event could not be observed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors are likely (patient has history of cardiomyopathy and ischemic stroke requiring mechanical thrombectomy with right-sided residual deficits). Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the patient brochure for all mynx devices, it instructs patients to contact their doctor immediately if they experience symptoms such as persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increased redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms. It also instructs the patient to modify activity for 3 days or more, such as no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity. Based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.